Manufacturer narrative:
(B)(4). The customer facility medwatch initially indicated that this malfunction involved product code 18221-101. Upon receipt of the product by carefusion it was confirmed that the actual product number was isg2026031. Isg2026031 is distributed by carefusion for (B)(4) is the legal manufacture and owns design and regulatory pathway for this product. Carefusion does not own the design, specifications, or regulatory pathway for this device. In addition, the device is not marketed by carefusion. Intersurgical inc. Has been notified of this event. MDR reporting would be performed by intersurgical inc. (If deemed necessary, based on their procedures).

Manufacturer narrative:
(B)(4) initial emdr submission. It has been confirmed the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding situation reported with device. Customer advocacy is still waiting for additional information regarding reported issue. If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
Customer reported via medwatch report (B)(4). Patient was on facemask ventilation. The circuit connection on the front of the device became disconnected. The patient was not oxygenating and his pulse oxygenation decreased into the mid 60's. The patient required excessive bagging and intubation. This involved the failure of the intersurgical circuits of which our carefusion rep removed all from our inventory and replaced with the rt380. We did not keep the circuit in question below. There is no part to return. Intersurgical has already sent me a letter telling me they could not replicate the issue in their lab from the 13+ cases we returned to carefusion who returned to intersurgical.